Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the temperature overshot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by testing the device, verifying functionality, and returning the device to use.

Event description:
It was alleged that the temperature overshot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the temperature overshot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.